Event description:
Per the clinic, the patient experienced granulation tissue and a persistent infection at the implant site for the past five months (specific date not reported). Neural response telemetry was reportedly absent. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not specified). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.